Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was used implanted during a stent placement procedure performed under general anesthesia and jet ventilation. According to the complainant, during an attempt to deploy the stent within the left bronchial tree, the silicone band at the tip of the device fell off. The stent was placed at the target site. The silicone band was retrieved from the left bronchial underlob. The procedure was extended an additional 30 minutes due to the retrieval of the broken silicone band which was successfully retrieved. The stent remains implanted. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.